Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned for analysis. Visual inspection noted that the setscrew mark was in the correct location. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. An x-ray was performed where there were no conductor fractures or issues around the crimp sleeve. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported loss of capture.

Event description:
This report is being filed with analysis details.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced about a year after it was implanted due to loss of capture. No adverse patient effects were reported.